Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer also stated that the insulin pump battery was yellow all day and went to change battery and place a new one but there was nothing on the screen. Customer also stated there was no damage on battery cap and battery compartment. Customer stated that the display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, active current measurement and self test. However, device failed the sleep current measurement due to moisture ingress. Device was received with missing display window cover, cracked keypad overlay.